Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 50 and 60 mg/dl at the time of incident. Customer stated blood sugar had been going low and has got a new dog and dogs kept blood glucose from going high. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.